Manufacturer narrative:
Pd investigation & mia action: one pro-disc-l superior endplate (item pdl-m-sp11s lot 7405281), polyethylene inlay (item code unknown), and inferior endplate (pdl-m-ip00s lot 6987938) were returned for analysis. The implants were returned with damage that is consistent with removal of the implants. Bone remnants were observed on the superior and inferior endplates. Manufacturing investigation: all components in this complaint exhibit visual evidence of iatrogenic damage. Also, the inlay is attached to inferior endplate with evidence of movement in retaining slots. The inlay can be manually manipulated with finger pressure in the inferior endplate in the anterior direction by 2.56mm, but is still retained by the inferior endplate. The inlay was not disassembled from the inferior endplate as doing so would further damage the inlay. All observed nonconformities / damage is post-manufacturing. Manufacturing internal review of exponent investigation, the only variance between the above file and the product investigation was on one of the slides. This photo documentation shows that there is a small posterior gap between the inlay and the inferior endplate. The variance was that the inlay could be manipulated with finger pressure to show a gap as documented in product investigation. The pro-disc-l total disc replacement is indicated for spinal arthroplasty in skeletally mature patients with degenerative disc disease (ddd) at one level from l3 to s1. The complaint description stated that a patient implanted with the pro-disc-l implant reported pain and felt movement of the implant. Migration of the polyethylene inlay was observed in an x-ray and a revision surgery was performed to remove the pro-disc-l implant. There is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. There is damage present on the superior endplate and polyethylene inlay, which is consistent with tool marks and surgical removal technique. Evidence of bone remnants were observed on the superior and inferior endplates. There was evidence of third body damage, embedded debris, and multidirectional scratching on the articulating surface of the polyethylene inlay. These conditions are commonly observed on implanted pro-disc-l devices. No new risks, user needs, or updates to the product development evaluation for this complaint have been identified, because of the condition of the device. As such no further action is required. Pd investigation, the drawings for the superior endplate and inferior were reviewed. The drawings call out the appropriate dimensions, material and finishing processes for a successful design. Visual examination did not reveal any design related issues. Replication of the complaint condition is not applicable since the inlay migration and subsequent patient pain cannot be replicated upon receipt of the device. The pro-disc-l design and clinical risk management file was reviewed and it was determined that a definitive root cause for the expulsion of the inlay could not be determined. Based on the review of the returned device and the information provided, the design is considered adequate for the intended use of the device. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event description updated. Patient ID, middle initial & gender reported. Concomitant devices reported: therapy dates: (B)(6) 2014; prodisc l superior endplate, part pdl-m-sp11s / lot 7405281, quantity x 1; prodisc l inferior endplate, part pdl-m-ip00s and lot 6987938, quantity x 1. Reporters name, occupation & phone number: (B)(6). Date of original implant was (B)(6) 2014. Pt had revision surgery / pdl implants had been successfully explanted (B)(6) 2017. Device available for evaluation: device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: oct. 20, 2017, it was reported that the patient was originally implanted with the prodisc-l (pdl) implant at l5-s1 on (B)(6) 2014 that was performed by another surgeon. The patient returned for a follow-up visit on (B)(6) 2014 and everything looked good. During the follow-up visit on (B)(6) 2017 the patient reported pain (generalized) and that he could feel movement and hear a clicking noise. On an unknown date the patient had an x-ray taken that detected migration of the polyethylene inlay. No information was provided on if there was an attributable cause for the failure. The patient is scheduled to undergo hardware removal of the prodisc-l (pdl) implant and fusion of l5-s1 on (B)(6) 2017. Updated 10/25/17- it was reported that the patient underwent hardware removal on (B)(6) 2017 of the prodisc-l (pdl) implants for a fusion of l5-s1. During the revision, the pdl implants were removed without difficulty and they were intact. No malfunctions were reported during the revision. No surgical delay was reported. No patient harm was reported. The procedure was successfully completed. The patient outcome is unknown as the sales consultant did not stay to the end of the case. Concomitant devices reported: prodisc l superior endplate, part pdl-m-sp11s / lot 7405281, quantity x 1; prodisc l inferior endplate, part pdl-m-ip00s and lot 6987938, quantity x 1.

Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Date of device kick out is not known. This report is for an unknown prodisc-l polyethylene inlay. Part and lot numbers are unknown; UDI number is unknown. It is not known if device was explanted complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with the prodisc-l (pdl) implant on an unknown date. At some point postoperative, the pdl implant polyethylene inlay kicked out. No further information was provided. Concomitant devices reported: prodisc-l superior endplate (part number unknown, lot number unknown, quantity 1), prodisc-l inferior endplate (part number unknown, lot number unknown, quantity 1) this report is for one (1)unknown prodisc-l polyethylene inlay. This is report 1 of 1 for (B)(4).